Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received states that the surgery was completed without any problems with implant fixation due to the use of an alternative. The patient was stable.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Event description:
It was reported that on (B)(6) 2024, the patient underwent an unknown surgery with the plate in question for the distal tibial fracture. The locking screw perforated the screw hole of the plate. During surgery, drilling was performed while a sleeve was up in order to insert the locking screw into the most distal screw hole. However, the locking screw could not be locked, and the image showed that the screw perforated the plate and buried in the bone. Therefore, the screw was removed and replaced with a cortex screw. The surgeon did not feel discomfort while inserting the locking screw. The surgery was completed successfully within a 30 minute delay. No further information available to report. The locking screw perforated the screw hole of the plate. During surgery, drilling was performed while a sleeve was up in order to insert the locking screw into the most distal screw hole. However, the locking screw could not be locked, and the image showed that the screw perforated the plate and buried in the bone. Therefore, the screw was removed and replaced with a cortex screw. The surgeon did not feel discomfort while inserting the locking screw in question. The surgery was completed successfully within 30 minutes delay. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.